Manufacturer narrative:
This supplemental report is being submitted to correct the following field: h6: type of investigation.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 - primary UDI number, h4 - device mfg date. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component) olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the bronchovideoscope does not transmit video and exhibits disturbed images. The issue occurred during inspection for use. There was no paitent involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.